Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approximately 2 months post implant in the pt's right eye. Micro linear stria was noted along the inferior haptic. The pt experienced decrease in distance and near vision.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.